Event description:
Olympus (omsc) was informed via repair request that the customer high-definition liquid crystal display monitor does not power up. The customer reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to the olympus for evaluation. The customer¿s reported problem was confirmed/reproduced. The no power problem was isolated to a failure of the (g1) board. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not had any previous repair history in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported device failure. Based on the physical evaluation results the cause of the customer¿s reported was isolated to failure of the gi board. Problem. The g1 board has a function of power converter of ac-dc. However, the cause of the g1 board failure cannot be conclusively determined. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.